Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient was vomiting and shaking. The bg reading was showing ''high'' (when over 27.7 mmol/l) and the cgm reading was 10.5 mmol/l. The reporter called 911, and an ambulance arrived and took the patient to the hospital. There he was treated with IV fluids and insulin. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.